Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation for several seconds. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6).